Manufacturer narrative:
A steris service technician arrived at the facility, evaluated the equipment and found the line that connects to the pressure switches was obstructed with scale. The clogged line caused the safety valve to over pressurize and open, releasing steam from the unit. The technician cleaned the line to the pressure switch, reassembled the safety valve and returned the unit to operation. The unit was installed in (B)(6) 2000 and is under a steris service contract. The last pm for the unit was completed on (B)(6), 2013 at which time the technician descaled the unit. No further issues have been reported.

Event description:
The user facility reported their 20'' century vac was leaking water and steam, thus activating the fire alarm and dispatching the fire department. No injuries were reported in association with the event. The technician was unable to determine whether procedural delays or cancellations occurred.